Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient kept having to turn the spinal cord stimulation (scs) up and up because it was not doing the job. The patient clarified this to mean that it was not relieving the pain that he was implanted for. The patient had back pain and pain from his left hip to his ankle. The scs was mostly for back pain because there was a spot on the patient¿s back that would double him over if he touched it. The patient said that the scs was fine for the first few months, but then it stopped relieving his pain in (B)(6) of 2017. The patient was also losing strength in one leg which started at about the same time that he started losing pain relief. The patient had met with a local manufacturer representative (rep) in (B)(6) of 2017, two or three weeks prior to (B)(6)2017. The rep scanned the patient¿s system with a device and told the patient that the right wire was moving in his back. It was noted that the patient had not had any imaging conducted.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapy. Since last (B)(6) the patient was having back pain that was getting worse. It was reported that the therapy settings was usually at 5.0v but the patient had to increase it to 7.0v. Even with the increase in settings the patient was still not getting relief. The patient had called their health care professional (hcp) who had directed them to the manufacturer as the hcp had said there was another setting the patient could use. It was reported that there were no falls or traumas associated with the event. The patient checked the patient programmer and it verified stimulation was on. The patient did not know how to change programs or groups but they were willing to try anything right now. The patient was on group a at 7.0v with stimulation on. The patient reported that the group or program did not change and information stayed the same on the screen. The patient was then redirected to their health care professional (hcp). This event started on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6)2016 product type lead product ID 977a260 serial#(B)(4) implanted: (B)(6)2016 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they met with a manufacturing representative (rep) about a month ago (in 2017), because they were only using program a and the rep showed them how to use program b. It was reported that the patient went into ¿spasms¿ when they went to program b at their appointment with the rep. It was reported that the rep told the patient their right-side lead was moving. On (B)(6)2017. The patient ended up in the emergency room for an anxiety attack diagnoses. It was reported that it lasted the whole weekend. They were provided oral medications (adderall) from the ER for the anxiety attack. It was reported that one of the attacks were so bad that when they were in the shower they were shaking and their wife had to come help them get dressed. It was reported that last monday, (B)(6)2017, the patient turned their stimulation off because it was making their symptoms worse. Since then, the patient had turned their stimulation off and had not had this issue. It was reported that the patient had an appointment scheduled with their pain doctor on friday (B)(6)2017. The patient requested that a rep be at their appointment and an email was sent to a rep. No further complications were reported/anticipated.